Manufacturer narrative:
Analysis of the pump identified shorting across the insulator. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer representative on 2016-oct-17. It was reported that the patient got ill and experienced vomiting. The pump was explanted on (B)(6) 2016. Pump logs indicated nine motor stalls and recoveries between (B)(6) 2016, with less than two hours between each stall and recovery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, dose and concentration not reported. The indication for use was non-malignant pain. On (B)(6) 2016 the patient had heard the alarm intermittently alarming. The healthcare provider had interrogated the pump and no active alarm but the logs had not been checked. Additional information received the same day reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Per the reporter the pump was currently recovered but had stalled multiple times today. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from legal department via a healthcare provider reported the patient had suffered pain pump failure, resulting in medical complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that on (B)(6)2016 the pump had been decreased by 20% from 8.309 mg/day to 6.656 mg/day morphine sulfate. The patient's pain was well controlled at the time however they were drowsy but able to talk. The patient stated 'so far so good'. The patient experienced a worsening of lower extremity weakness and confusion. The hcp was uncertain of etiology that current symptoms are from the pump and they were to be monitored in the ICU until their mental status stabilized. After initial workup in the ER, the patient was brought to the orthopedic floor and was very confused/change in mental status. On (B)(6)2016, the patient experienced mental status changes and the pump had been decreased 10% twice. The patient experienced hypercapnia/respiratory acidosis/acute respiratory failure with associated symptoms of altered mental status/mental status changes, drowsiness, high carbon dioxide (co2). Although it was reported by the physician that the hypercapnia was the result of the patient not taking their CPAP the night before/missed bipap for 1-2 days, it was also thought that the acute respiratory failure could be due to morphine pump use. Although the pump managing physician thought it unlikely that the pump was the cause, a 20% dose decrease was made on (B)(6)2016, narcan was administered with improvement and the pump managing physician subsequently reported that the etiology of the symptoms was uncertain. The patient had been sick with vomiting, fever, diarrhea, lower abdominal pain, weight loss, and fatigue. The patient was discharged from the ICU on (B)(6)2016. They experienced left leg weakness but later thought it was the right side and the pump was decreased on (B)(6)2016. As of (B)(6)2016, the patient was doing good and their weakness was better. At the time of discharge, the patient was clinically stable. It was indicated on an unspecified date, the patient had bad dreams, withdrawal and an unspecified pulmonary complication as well. On (B)(6)2016, emergent pump replacement occurred due to pump failure/motor stall. Patient heard the pump beep periodically on (B)(6)2016 'over the last day or so'. On (B)(6)2016, the pump was read and the printout showed motor stall and it was decided the pump would be replaced emergently. Pump replacement was performed on (B)(6)2016 and the patient was not experiencing any pain symptoms. No further complications were reported/anticipated. The patient¿s medications included: atenolol 50 mg oral tablet once/day, citalopram hydrobromide 40 mg oral tablet 0.5 once/day, di lantin 100 mg oral capsule extended release once/day, flomax 0.4 mg oral capsule once/day, norco 325 mg-5mg oral tablet as needed, celebrex 200 mg oral capsule twice/day, dilantin 100 mg oral capsule extended release once/day, gabapentin 100 mg oral capsule 300 mg oral tablet three times/day, pantoprazole 40 mg intravenous powder for injection twice/day, testosterone cypionate 200 mg/ml intramuscular solution as directed, warfarin sodium 5 mg oral tablet 7.5 mg oral tablet once/day, and zyrtec 10 mg oral tablet once/day, tadalafil 20 mg tablet, hyoscyamine 0.125 mg sublingual tablet, phenytoin 100 mg extended release capsule, protonix, celexa, flexeril. The patient¿s medication allergies included: bactrim, doxycycline, sulfa, lovenox, levaquin.